Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -14.5/3.5/180 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2023, the lens was exchanged for a replacement lens with a different axis. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens returned with moisture within a microcentrifuge vial. Visual inspection found a haptic broken and bent lens. Dimensional inspection could not be performed due to significant lens damage. (B)(4)